Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of damage to the 44-pin flex cable was detected. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition of cracks in the exterior housing, and damage to a non-critical electrical component. The cracks on the external handle housing, are indicative of using the incorrect cleaning wipes. There was damage to the internal q12 bipolar transistor. Based on historical data of other handles being dropped the damaged components on this handle leads to evidence that the handle was dropped causing this damage. This failure poses no patient safety risk. Additionally, the investigation detected an unreported condition of a power handle error that has no relationship to the reported condition. During initialization, the master control panel software showed error: software version 'ver', which is indicative of an sd card failure. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. As a result, the system will fail safely prior to assembly with a clamshell or adapter and poses no patient safety risk. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, while on the charger, the handle failed to charge and intermittently turned on and off, despite being fully charged. There was no patient involvement.